Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the product returned. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00045.

Event description:
Allegedly, pt has a fractured stem.